Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends and kinks were present on the pusher assembly approximately 17.0, 20.0, 76.0, 107.0, 155.5 and 156.5 cm from the proximal end. The pull wire was within the alignment feature of the pusher assembly distal detachment tip (ddt) and the embolization coil was intact. Offset coil winds were present on the embolization coil. Conclusions: evaluation of the returned ruby coil confirmed the embolization coil was intact with the pusher assembly ddt and revealed the pet lock was intact on the proximal end of the pusher assembly. If the handle is not properly seated on the proximal end of the pusher assembly during an attempt to detach the coil, the pet lock may not separate and retract the pull wire out of the ddt, which allows the coil to detach from its pusher assembly. During functional testing, a demonstration handle was used to successfully separated the pet lock and detach the embolization coil without an issue. The handle identified in the complaint was not returned for evaluation; therefore, the root cause of the reported failure to detach could not be determined. Further evaluation revealed pusher assembly bends and kinks. These damages were likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-01250. Section h. Box6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of failure to detach.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01250.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and ruby coil detachment handle (handle). During the procedure, the physician reported that the coil would not detach. The ruby coil was therefore removed. The procedure was completed using another ruby coil and the same handle. There was no report of an adverse event to the patient.